Manufacturer narrative:
Block d4, h4: the suspect device lot number is not reported; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150208 captures the reportable event of loop entanglement within the patient's tissue. Imdrf device code a050702 captures the reportable event of unable to cut.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, three different physicians from three separate procedures were attempting to remove a large polyp with a snare, but encountered difficulties. The snare became stuck while trying to cut through the polyp, making it impossible to cauterize it. Despite their efforts, they were unable to remove the snare and had to resort to cutting off the plastic sheath using pliers and then utilized a 15mm captivator ii snare to remove the remaining parts of the polyp in small pieces, dislodging the original snare. This occurred with two separate batches of the same snare. The procedure was completed with a captivator ii snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, three different physicians from three separate procedures were attempting to remove a large polyp with a snare, but encountered difficulties. The snare became stuck while trying to cut through the polyp, making it impossible to cauterize it. Despite their efforts, they were unable to remove the snare and had to resort to cutting off the plastic sheath using pliers and then utilized a 15mm captivator ii snare to remove the remaining parts of the polyp in small pieces, dislodging the original snare. This occurred with two separate batches of the same snare. The procedure was completed with a captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the suspect device upn and lot number do not populate; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150208 captures the reportable event of loop entanglement within the patient's tissue. Imdrf device code a050702 captures the reportable event of loop cutting issue.